Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with merlin at home transmitter as the device was unable to be interrogated. Upon interrogation with wand telemetry it was noted that the device was functioning appropriately. A merlin download was performed manually during the in clinic visit and interrogation was unsuccessful. Rf interrogation was suggested as it was suspected that the radio frequency (rf) chip in the device had an issue. Hence, an rf antenna was connected to merlin programmer and it was noted that the device was still unable to be interrogated. The same programmer and antenna was used to interrogate another device and was successful. Programming changes were suggested. The patient was in stable condition post interrogation during in clinic visit.

Event description:
New information received states that the patient was seen in clinic on (B)(6) 2019. The cybersecurity update was performed and the radio frequency (rf) chip was reactivated. The device was successfully paired to the patient's merlin at home transmitter. The patient was in stable condition.